Manufacturer narrative:
(B)(4). Upon receipt of the laryngoscope set a visual inspection was performed to determine if there are any signs of abuse/misuse/damage. None were noted. The blade (which is permanently attached to handle) was engaged and the led was energized. Per the complaint description, the battery cap end of the handle was manipulated in a manner that might simulate the hand movement of an anesthetist (clamping the battery cap end for heavier leverage) and the led would actually go out completely and/or flicker. The device history record (two years) showed no findings related to complaint issue. The complaint has been confirmed. The issues are design related. Root cause has been established. Corrective/preventative actions have been assigned.

Event description:
The customer alleges that during intubation, when pressure was put on the end of the miller blade, the light went out. As soon as the pressure is released the light comes back on. No report of a patient injury or harm.